Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. The device was removed and replaced. The patient outcome was reported to be fully recovered.